Event description:
The account alleges the patient was trying to send a nurse call but the caregivers never got the call, and the caregiver found the nurse call only worked from one side of the bed. The account alleges a patient fell and was injured.

Manufacturer narrative:
The technician investigated and the account stated that the patient placed a nurse call from the patient nurse call button on the right side rail. The patient thought the nurse call did not go through, so the patient got out of the bed and fell and broke some bones. The nurse tested the nurse call on the bed, and it only worked intermittently. The left side and the pillow speaker worked but the right side did not work every time. The account would not release any information on what bone was broken or any treatment provided. The technician spoke with the account maintenance, and they stated that when a nurse call is placed from the bed, it goes to the roland responder box in the wall and eventually to the nurses cell phone. While testing, the account found the bed always placed a nurse call and is working as designed as it sending the nurse call to the roland box. The technician and the account found there were times the call did not get placed from the roland responder box to the cell phones. The nurse stated they are in the process of reprogramming the cell phones to resolve the issue.